Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause of the high bg was unknown. Customer addressed high bg via a correction injection. Customer reverted to an alternate method of insulin delivery.